Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : no material is available for return as it was all discarded.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well and had detached during the night, which resulted in high blood glucose levels. As the customer didn't feel so well, he decided to go to the hospital. After a few hours of insulin treatment and observation at hospital the customer recovered and was released from hospital.